Event description:
It was reported when using the pyxis medstation es system drawer was jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the slides were functioning properly and that there were no missing bumpers. The system functioned as intended after the field service engineer verified the device.